Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable was broken, scope transmission error, no image, lightguide bundle of the video cable section was broken, light transmission was lost or too low. Based on the results of the investigation, it is likely the following led to the malfunction: video cable was broken causing scope transmission error and no image. Additionally light transmission was lost or too low because of the broken light guide bundle. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a black screen. There were no reports of patient harm.